Event description:
It was reported that the patient was having edema at the battery site. Symptoms of inflammation, edema, swelling, pain and seroma were noted. It was also reported that the patient had staphylococcus infection. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.